Manufacturer narrative:
The customer declined the option to have their glidescope core 2m quickconnect (qc) cable returned to verathon for evaluation, therefore the cause could not be determined. Following the reported incident, a verathon representative was at the facility to assist the customer with troubleshooting their glidescope system. They were unable to recreate the issue and placed the system back into service. The customer reported it may have been caused by user error. Review of complaint history for the reported qc cable was not able to be performed as the lot number was not provided. Trending analysis for glidescope core qc cables does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during an emergency care procedure, using a glidescope core 2m quickconnect (qc) cable, the image on the connected glidescope core 15-inch monitor froze immediately after the doctor obtained a view of the patient's vocal cords. They reported attempting to intubate again and the screen continued freezing. No delay in the procedure, use of a backup device, or harm to the patient was reported.